Event description:
On (B)(6) 2010, the pt underwent repair of an abdominal aortic aneurysm. The trunk-ipsilateral leg component was implanted with no problems. The physician tried to cannulate; however, after several attempts he was unable to and performed an unplanned aorto-uni-iliac. While ballooning the proximal end of the first implanted trunk-ipsilateral leg component, the physician overinflated it and the pt's aorta dissected. The pt was converted to open repair. Both gore excluder aaa endoprostheses were explanted and discarded. The pt tolerated the procedure.

Manufacturer narrative:
As outlined in the IFU, the operator should not over-inflate balloon when modeling graft in vessel. The event reported that the physician over-inflated the balloon.